Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the 4 way valve has a weak shift. As stated on the repair statement additional malfunction on this device: short circuit in the on/off switch.